Event description:
It was reported that the patient developed a cyst behind his acetabular shell. Doctor was able to remove his acetabular shell and ream to remove the affected area. He then reimplanted a tritanium shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding revision due to a cyst involving a trident psl ha cluster 58mm was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the removal of the patient¿s shell due to a cyst behind the shell. The root cause of this event is the cystic lesion in the acetabulum. This factor is patient related and not device related.

Event description:
It was reported that the patient developed a cyst behind his acetabular shell. Doctor was able to remove his acetabular shell and ream to remove the affected area. He then reimplanted a tritanium shell.